Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The right ventricular (rv) lead showed evidence of low r-wave amplitudes and high capture threshold. Chest x-ray confirmed rv lead dislodgement. The lead was successfully repositioned on (B)(6) 2021. The patient was stable.